Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. The device had 50ml of normal saline. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6, h11. B5: it was further informed that the reported issue was leakage. The device leaked from fill port inside the sterility cap on the top. H4: the lot was manufactured between june 19-20, 2024. H11: the device was received for evaluation. Visual inspection was performed and a vertical crack was observed which was located on the fill port. Leak test was performed and leak was observed coming out at the vertical crack on the fill port. The reported condition was verified. During manufacturing, the device was 100% visually inspected for cracks on the fill port and the device would have been rejected. Therefore, it is unlikely that the crack on the fill port occurred during manufacturing. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.